Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. Tandem technical support checked the pump logs and verified that the pump was functioning appropriately. No further assistance required.